Manufacturer narrative:
Investigation summary: unfortunately a lot number could not be submitted for this complaint and could not be determined from the photographs provided, preventing our investigation team from conducting a device history review. However, two of the samples submitted by the facility were damaged. The remaining samples were subjected to testing for functionality, falling within operational parameters. A complete review of our manufacturing process was conducted, but bd investigators were unable to identify any potential contributors to the event experienced by the facility. The root cause for this complaint could not be determined at the conclusion of our investigation, and may be associated with the method of operation being used. Bd will continue to track and trend for this issue. No corrective action was performed since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that a bd saf-t-intima¿ IV catheter safety system had a needle break during insertion. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd saf-t-intima¿ IV catheter safety system had a needle break during insertion. There was no report of exposure, serious injury, or medical intervention.